Event description:
A report was received that during a patient's implant procedure, the insertion needle broke while the surgeon was taking it out of the patient. The patient was doing well after the implant.